Event description:
(B)(4). Lower back pain, pelvic pain, stomach pain, more than normal discharge, pee smells funny, sex drive non existent, night sweats, pain then weakening of legs, feet and legs get tingly and numb, anxiety and depression uncontrollable, itchy skin scratch so bad it bleeds, period starts after sex, periods are out of control, period is producing clots, loss of energy, vagina feels as if it's burning constantly, constant bloating, leaking/incontinence, allergy to nickel, period is coming closer together, eat and feel sick, spots, dizziness , throbbing and tingly pains all over arms and legs, extreme fatigue.